Manufacturer narrative:
(B)(4). The customer stated that the alarm (silence) button was defective. No patient harm was reported. This complaint is deemed reportable due to the fact that patient harm/serious injury is possible should the clinician not be alerted to a change in patient status. A visual alarm is displayed on the monitors' screen. A philips field service engineer (fse) visited the customer site and reported that the front panel needed to be replaced. The fse replaced the monitor front panel to resolve the issue and restore full function to the monitor. The monitor remains at the customer site. There have been no additional similar issues reported with this monitor since the date of this complaint. Device labeling (IFU) adequately warns users not to rely solely on audible alarming and specifies that effective monitoring includes close personal observation. No further investigation or action is warranted. No formal response was requested and none is warranted.

Event description:
The customer reported that the alarms were turning off by themselves (silencing alarms without user interaction).